Manufacturer narrative:
Bayer case number: (B)(4) identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube [fallopian tube perforation], she already had a strong infection that had settled in her uterus, [uterine infection] , patient had pain in her leg [pain in leg] , excessive bleeding during menstruation [menstrual flow excessive] , pain during sexual intercourse [painful intercourse] , the patient began to feel very severe pain. [Pelvic pain female] , bleeding [genital bleeding] , abdominal pain [abdominal pain] , no device was seen in the right myometrial region [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube") and uterine infection ("she already had a strong infection that had settled in her uterus,") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma, cyst removal, drug allergy (dipyrone, anoda (as reported) and acetylsalicylic acid), parity 2 (two normal births.) And gravida ii. Previously administered products included: ciclo 21, nordette-21, berotec, atrovent and atrovent. Concurrent conditions were listed as uterine leiomyoma, polymenorrhea, menometrorrhagia, headache and endometriosis. The only concomitant product mentioned was microvlar (ethinylestradiol, levonorgestrel). On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine infection (seriousness criterion medically important), pain in extremity ("patient had pain in her leg"), heavy menstrual bleeding ("excessive bleeding during menstruation"), dyspareunia ("pain during sexual intercourse"), pelvic pain ("the patient began to feel very severe pain."), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and device dislocation ("no device was seen in the right myometrial region"). The patient was treated with vitamin d3 (colecalciferol), transamin (tranexamic acid), ibuprofeno and ferrous sulfate as well as surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pain in extremity, pelvic pain and uterine infection to be related to essure administration. The reporter commented: essure: device passed without the need for maneuvers and without difficulties. Pain scale: 0. Number of spirals in the right tube: 4. Number of spirals in the left tube: 5. According to the lawyer, the causal link is clearly proven from the moment that all the symptoms suffered by the patient began after the essure placement procedure, with bleeding, abdominal pain, leg pain and pain during sexual intercourse. Through imaging tests and medical prescriptions, the patient's health condition was at risk due to the implant performed by the public entity, which caused great blood loss. The damage suffered by the patient is irreversible, due to the procedure to which she had to undergo, which completely removed all her reproductive organs, in addition to the great physical and psychological suffering to which she was subjected. The patient suffered an absurd loss, as reported, and demands compensation for the moral damages suffered. Lawyer reports imminent risk of patient's death. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] on (B)(6) 2015: 130/80; on (B)(6) 2016: 110/70 [body temperature] on (B)(6) 2015: 36.4; (date unknown): 36 [heart rate] on (B)(6) 2015: 82; on (B)(6) 2016: 78 [respiratory rate] on (B)(6) 2015: 18; (date unknown): 17 [ultrasound scan vagina] on 14-jan-2016: no device was seen in the right myometrial region. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Observation: endometrial cavity presenting an anechoic image with an echogenic area around it measuring 15x3 mm (gestational sac?) The patient was not pregnant; on (B)(6) 2016: ¿both are ok¿. However, in the source document there is an additional observation that is not readable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2025: quality safety evaluation of product technical complaint. Upon internal review, f code was updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube [fallopian tube perforation] she already had a strong infection that had settled in her uterus, [uterine infection] patient had pain in her leg [pain in leg] . Excessive bleeding during menstruation [menstrual flow excessive] . Pain during sexual intercourse [painful intercourse] . The patient began to feel very severe pain. [Pelvic pain female] . Bleeding [genital bleeding] . Abdominal pain [abdominal pain] . No device was seen in the right myometrial region [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube") and uterine infection ("she already had a strong infection that had settled in her uterus,") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma, cyst removal, drug allergy (dipyrone, anoda (as reported) and acetylsalicylic acid), parity 2 (two normal births.) And gravida ii. Previously administered products included: ciclo 21, nordette-21, berotec, atrovent and atrovent. Concurrent conditions were listed as uterine leiomyoma, polymenorrhea, menometrorrhagia, headache and endometriosis. The only concomitant product mentioned was microvlar (ethinylestradiol, levonorgestrel). On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine infection (seriousness criterion medically important), pain in extremity ("patient had pain in her leg"), heavy menstrual bleeding ("excessive bleeding during menstruation"), dyspareunia ("pain during sexual intercourse"), pelvic pain ("the patient began to feel very severe pain."), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and device dislocation ("no device was seen in the right myometrial region"). The patient was treated with vitamin d3 (colecalciferol), transamin (tranexamic acid), ibuprofeno and ferrous sulfate as well as surgery (bilateral salpingectomy & hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pain in extremity, pelvic pain and uterine infection to be related to essure administration. The reporter commented: essure: device passed without the need for maneuvers and without difficulties. Pain scale: 0. Number of spirals in the right tube: 4. Number of spirals in the left tube: 5. According to the lawyer, the causal link is clearly proven from the moment that all the symptoms suffered by the patient began after the essure placement procedure, with bleeding, abdominal pain, leg pain and pain during sexual intercourse. Through imaging tests and medical prescriptions, the patient's health condition was at risk due to the implant performed by the public entity, which caused great blood loss. The damage suffered by the patient is irreversible, due to the procedure to which she had to undergo, which completely removed all her reproductive organs, in addition to the great physical and psychological suffering to which she was subjected. The patient suffered an absurd loss, as reported, and demands compensation for the moral damages suffered. Lawyer reports imminent risk of patient's death. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] on 30-sep-2015: 130/80; on (B)(6) 2016: 110/70 [body temperature] on 30-sep-2015: 36.4; (date unknown): 36 [heart rate] on (B)(6) 2015: 82; on (B)(6) 2016: 78 [respiratory rate] on (B)(6) 2015: 18; (date unknown): 17 [ultrasound scan vagina] on (B)(6) 2016: no device was seen in the right myometrial region. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Observation: endometrial cavity presenting an anechoic image with an echogenic area around it measuring 15x3 mm (gestational sac?) The patient was not pregnant; on (B)(6) 2016: ¿both are ok¿. However, in the source document there is an additional observation that is not readable quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number:(B)(4) identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube [fallopian tube perforation] , she already had a strong infection that had settled in her uterus, [uterine infection] , patient had pain in her leg [pain in leg] , excessive bleeding during menstruation [menstrual flow excessive] , pain during sexual intercourse [painful intercourse] , the patient began to feel very severe pain. [Pelvic pain female] , bleeding [genital bleeding] , abdominal pain [abdominal pain] , no device was seen in the right myometrial region [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube") and uterine infection ("she already had a strong infection that had settled in her uterus,") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma, cyst removal, drug allergy (dipyrone, anoda (as reported) and acetylsalicylic acid), parity 2 (two normal births.) And gravida ii. Previously administered products included: ciclo 21, nordette-21, berotec, atrovent and atrovent. Concurrent conditions were listed as uterine leiomyoma, polymenorrhea, menometrorrhagia, headache and endometriosis. The only concomitant product mentioned was microvlar (ethinylestradiol, levonorgestrel). On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine infection (seriousness criterion medically important), pain in extremity ("patient had pain in her leg"), heavy menstrual bleeding ("excessive bleeding during menstruation"), dyspareunia ("pain during sexual intercourse"), pelvic pain ("the patient began to feel very severe pain."), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and device dislocation ("no device was seen in the right myometrial region"). The patient was treated with vitamin d3 (colecalciferol), transamin (tranexamic acid), ibuprofeno and ferrous sulfate as well as surgery (bilateral salpingectomy & hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pain in extremity, pelvic pain and uterine infection to be related to essure administration. The reporter commented: essure: device passed without the need for maneuvers and without difficulties. Pain scale: 0. Number of spirals in the right tube: 4. Number of spirals in the left tube: 5. According to the lawyer, the causal link is clearly proven from the moment that all the symptoms suffered by the patient began after the essure placement procedure, with bleeding, abdominal pain, leg pain and pain during sexual intercourse. Through imaging tests and medical prescriptions, the patient's health condition was at risk due to the implant performed by the public entity, which caused great blood loss. The damage suffered by the patient is irreversible, due to the procedure to which she had to undergo, which completely removed all her reproductive organs, in addition to the great physical and psychological suffering to which she was subjected. The patient suffered an absurd loss, as reported, and demands compensation for the moral damages suffered. Lawyer reports imminent risk of patient's death. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] on (B)(6) 2015: 130/80; on (B)(6) 2016: 110/70. [Body temperature] on (B)(6) 2015: 36.4; (date unknown): 36. [Heart rate] on (B)(6) 2015: 82; on (B)(6) 2016: 78. [Respiratory rate] on (B)(6) 2015: 18; (date unknown): 17. [Ultrasound scan vagina] on (B)(6) 2016: no device was seen in the right myometrial region. Transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Observation: endometrial cavity presenting an anechoic image with an echogenic area around it measuring 15x3 mm (gestational sac?). The patient was not pregnant; on (B)(6) 2016: ¿both are ok¿. However, in the source document there is an additional observation that is not readable. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.